Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient stated sometime before (B)(6) 2016 the stimulation on the left lead returned and the patient once again had effective therapy from that lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost left side therapy from her occipital (off-label) scs system. An sjm representative met with the patient and attempted reprogramming but was unable to establish effective stimulation. X-rays taken revealed no anomalies. Surgical intervention is planned for a later date to address the issue.